Event description:
The customer reported that she had the insulin pump out in the sun in high temperatures. When the customer got home she felt ill and laid down. Later, the customer went into a diabetic coma, and she was rushed to the hospital. The customer was in a diabetic coma for approx 4 to 5 days. The blood glucose reading was around 1600 mg/dl. The customer stated that even though the new reservoir and fresh insulin was used, her blood glucose continued to go high. Troubleshooting was performed. The time/date, basals, and bolus history were correct. Ran a fixed prime and the device passed the test. A few days later, the customer called back and stated that she was hospitalized again for low blood glucose, and the buttons on the insulin pump were unresponsive. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.